Event description:
Customer alleged an undosed blood glucose result of lo, which on the compact plus system indicates a result less than 10 mg/dl. The customer had not yet applied blood to the strip. Customer reported no symptoms, did not treat or act on result. No adverse event reported. A request was made for the return of the system, replacement was sent.